Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that there was negative pressure for bd tube 367841. Pharmacy has received a complaint of negative pressure for bd tube 367841, lot #9036740, expiration date 5/31/2020.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube has been found experiencing underfill during use. The following has been provided by the initial reporter: it was reported that there was negative pressure for bd tube 367841. Pharmacy has received a complaint of negative pressure for bd tube 367841, lot #9036740, expiration date 5/31/2020.